Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition indicating a charging issue. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.